Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, after which the error code did not reappear, and the sensor session was successfully started.